Event description:
Information was received indicating that this ambulatory infusion pump infused medication 10 hours too early. This led the patient to be dehydrated and experience nausea. No adverse patient effects were reported.